Event description:
Pt reported that back to back tests performed on their surestep meter were 189 and 99 mg/dl (63% difference). No symptoms were reported. Control solution test result (123) was in range (96-144). There was no allegation of harm.